Manufacturer narrative:
(B)(4) date sent to the FDA: (B)(6) 2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure 80-year-old. Date and name of index surgical procedure? Cervical spine surgery. The diagnosis and indication for the index surgical procedure? Unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Unknown. Lot number of the stratafix suture? Unknown. On what tissue was the stratafix suture used? On the muscle layer. How was the stratafix placed? Unknown. How was the stratafix suture originally tied (multiple knots, square knot, etc.)? Unknown. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Unknown. Were two reverse stitches for the stratafix performed across the incision prior to closure? Unknown. What was the tissue condition (normal, thin, calcified, fragile, diseased)? There were some risks for operation because the patient was old. Please describe any medical/surgical intervention required for this suture event including dates and results. The wound was reopened and re-sutured at the time of suture removal after two to three weeks. Where did the stratafix suture break? (Termination, middle, end)? Unknown. Did the operating surgeon observe any suture deficiency or anomaly of the stratafix suture before, during, after the suture placement or during any re-operation? Unknown. Where was pds suture used? Layer of muscle around cervical spine. Product code and lot number of the pds suture? Unknown. On what tissue was the pds suture placed? Layer of muscle. Was pds placed before or after the stratafix suture? Before the stratafix suture. Was there any deficiency of the pds suture? Unknown. Did the operating surgeon observe any suture deficiency or anomaly of the pds suture before, during, after the suture placement or during any re-operation? Unknown. Does the surgeon feel that the pds suture may have contributed to the hematoma? Unknown. What symptoms did the patient experience following the index surgical procedure? Onset date? A hematoma occurred about one to two weeks after discharge from the hospital. When did the hematoma occur? One to two weeks after discharge from the hospital. Location of the hematoma? A hematoma developed at the position where the fixing tab was placed. What was the source and triggering event of the hematoma? Unknown. How was the hematoma treated? Unknown. Other relevant patient history/concomitant medications? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon believes that causality is unknown. Since stratafix is used in cases where there is a risk to begin with, there may have been patient factors. What is the patient's current status? The patient has been discharged.

Event description:
It was reported that a patient underwent a cervical spine surgery on an unknown date and a suture was used. Post-op, a hematoma occurred about one to two weeks after discharge from the hospital. It was reopened and re-sutured at the time of suture removal, so there is no current problem for the patient. Bleeding in any other part of the body is unlikely. The current condition of the patient was reported as has been discharged and already recovered. The surgeon opined that causality is unknown and may have been patient factors. Additional information has been requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure? Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Lot number of the stratafix suture? On what tissue was the stratafix suture used? How was the stratafix placed? How was the stratafix suture originally tied (multiple knots, square knot, etc.)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches for the stratafix performed across the incision prior to closure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/ surgical intervention required for this suture event including dates and results. Where did the stratafix suture break? (Termination, middle, end)? Did the operating surgeon observe any suture deficiency or anomaly of the stratafix suture before, during, after the suture placement or during any re-operation? Where was pds suture used? Product code and lot number of the pds suture? On what tissue was the pds suture placed? Was pds placed before or after the stratafix suture? Was there any deficiency of the pds suture? Did the operating surgeon observe any suture deficiency or anomaly of the pds suture before, during, after the suture placement or during any re-operation? Does the surgeon feel that the pds suture may have contributed to the hematoma? What symptoms did the patient experience following the index surgical procedure? Onset date? When did the hematoma occur? Location of the hematoma? What was the source and triggering event of the hematoma? How was the hematoma treated? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Note: event reported in 2210968-2021-12613.